Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs. However, investigation for the fill estimate and alarm 1 could not be completed as the complaint cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that the fill estimate was inaccurate. The customer's blood glucose level was 200 mg/dl. Reportedly, the pump was continued to be used for insulin therapy and the customer confirmed that manual injections were available as an alternate method of insulin delivery.